Manufacturer narrative:
Device history review; complaint history review; risk assessment; the device was not returned. No relevant manufacturing issues were identified as all released units met stryker specifications. The plausible root cause of the reported event could not be determined conclusively.

Event description:
It was reported that the acculif pl graft would expand but wouldn't stay expanded. It would only expand 1mm completely.

Event description:
It was reported that the acculif pl graft would expand but wouldn't stay expanded. It would only expand 1mm completely.